Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant device: barrel burr 4.0mm 5pk, therapy date: on (B)(6) 2024 (B)(4)

Event description:
It was reported by the sales rep in japan that during an arthroscopic rotator cuff repair surgical procedure on (B)(6) 2024 while using the barrel burr 4.0mm 5pk device, after being inserted under the acromion for subacromial decompression to perform drilling, an alarm sounded from the fms main unit within a few seconds. Then, it could no longer be used for surgery. When the barrel burr was removed from the hand piece from, the inner tube was deformed and could not be pulled out. The surgeon has been thinking that barrel burr was easily bent for some time, and it became unusable within few seconds despite careful operation. An omnicut was used for surgery instead of the barrel burr. In addition, the anchor in question broke off when trying to thread one set of tape and one set of sutures through the anchor for bridging. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was discarded/retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned/discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H4: the date of manufacture has been added.